Event description:
The customer reported that he went to the hospital after his blood glucose was 485 mg/dl and he tested for ketones, which were present. The customer was treated with insulin at the hospital. Leading up to the hospital visit, the customer had woken up with a blood glucose of 333 mg/dl, took insulin and began to feel sick, light-headed, and run down. The customer went back on the insulin pump and stated when he replaced the set, there was blood in the line, there was insulin in the reservoir compartment, and the reservoir had a crack in it. The customer stated he had dropped the reservoir and this may have been why it was leaking. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see medwatch report # 2032227-2014-33370.